Manufacturer narrative:
(B)(4). Date sent: 4/27/2020. D4: batch #unk. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and the pcb component broken on the batch area. One gst60t cartridge was loaded in the device. The cartridge reload was received partially fired 1/3. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: there was no information about the blood amount. The patient is stable.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife stopped during the first firing on the lung parenchyma. The knife reverse switch was attempted, but it did not function. Then the manual override lever was attempted to release the device, but the lever was stiff and did not move. The override lever was broken due to moving it forcibly, and it was unable to function. The surgeon cut out the device with scissors, took out the device out of the patient's body, and sutured the lung parenchyma. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.